Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation in the left main coronary artery. The 4.5x26mm graftmaster covered stent failed to cross the lesion due to the anatomy. Therefore, two more graftmaster covered stent attempted to cross the lesion; however, the gaftmasters also failed to cross the lesion due to the anatomy. He procedure was completed successfully with an unspecified device. There were no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. In this case, it is possible the device may have interacted with the challenging anatomy during advancement, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device may have contributed to the observed material deformation (proximal stent damage); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.